Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found the reported call services warnings in the alarm history. On investigation, the pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation confirmed but was unable to duplicate the reported call service alarm issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump gave a call service 064 alarm when patient was priming. The patient rebooted the pump and while attempting the rewind step, received a call service 078 alarm and pump powered off. The patient stated that the pump eventually powered back on when the battery cap was properly tightened. Patient reported the battery compartment was damaged and there was evidence of moisture intrusion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.